Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to elevated blood glucose (bg) levels, hypertension (212/90 mmhg), and pain. The patient was transported to the hospital by ambulance and had removed the pod prior to transport. While wearing the pod on the leg for longer than 48 hours, the patient¿s bg levels increased to the low 300 mg/dl range. The patient reported symptoms including dizziness and pain in the left arm, neck, and jaw. Prior to hospitalization, the patient had been wearing the pod for approximately one and a half days and noted leakage on the same day. During hospitalization, the patient underwent a heart catheterization, which revealed 50¿60% coronary artery blockage. Laboratory findings included an elevated hba1c of 8.4%. The patient was treated with insulin, morphine, oxygen, and "other treatment". The patient was discharged from the hospital on (B)(6) 2026.